Event description:
A female pt with skin type IV has received a skin rejuvenation treatment on the leg area where she had three skin grafts at the age of (B)(6). The treatment provider reported second degree burns on the treated area post procedure. The customer continued to use this applicator through the month of april without any clinical incidences. The applicator was tested only 1.5 month after this incident and found to be not cooling and out of tolerance. Upon reviewing the treatment parameters, the energy setting was higher than recommended by manufacturer's settings for dense pigmentation and bony area.

Manufacturer narrative:
Upon a review of the info provided by the clinic, the most probable root cause of said injury was a combination of user error and equipment malfunction. The care provider used energy setting higher than recommended by MFR for pts with densely pigmented skin and when treating a bony area. The pt had three skin grafts at the age of (B)(6) and there are no prior studies related to ipl treatment on grafted skin. The applicator used for this procedure was evaluated only 1.5 months after this incident and found to have a cooling issue and out of tolerance. Due to timing of the reported incident, it can't be exactly determined what was the applicator state at the time of this incident. The customer continued to use this applicator through the month of april without any clinical incidences.